Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported issues with the insulin pump. Customer states that they keep getting a no delivery alarm on their insulin pump. The blood glucose reading is unknown. Nothing further reported.